Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with no delivery alarm and high blood glucose levels. The customer's blood glucose level was reported to be 464.4mg/dl. It was reported that the customer had treated with pen. Troubleshoot was reported to be conducted. It was reported that the customer would be sent out replacement sets, and returning reservoirs for analysis. It was reported that the customer was advised to monitor the device.